Event description:
Hospital staff responded to a cardiac arrest in coronary ICU. The device was unplugged from ac power and moved into the patient's room. 2 defibrillation shocks were delivered to the patient with no problem. After the second shock the device indicated "low battery", the charge key was pressed for a third shock to the patient. Reportedly, the device was taking a very long time to charge. One of the responding staff attached the device to ac power during the charge sequence. The device continued to take a very long time to reach charge complete. The device was abandoned. A back up device was obtained and care to the patient was continued. Patient outcome was not reported. Medtronic received no report of adverse affects to the patient as a result of device operation. The device was removed from service.